Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "iab optical sensor calibration expired" alarm during testing or verify the alarm in the fault logs. The fse did replace the fiber optic assembly and the luer as a precautionary measure. The fse completed functional testing and safety check to factory specifications. The iabp passed all functional and safety checks, iabp was returned to the customer, and cleared for clinical use.

Event description:
It has been reported that, during patient use, the cs300 intra-aortic balloon pump (iabp) generated an intra-aortic balloon (iab) optical sensor calibration expired" alarm with a fiber optic balloon attached. The iabp was replaced with another to continue therapy. No adverse event was reported.